Event description:
A patient sample initially gave results greater than test range for sodium and when repeated, gave results within the normal range. The incorrect result was not used to guide treatment. The field service representative repaired the instrument by adjusting the air/dry and air/mix and by servicing the sodium electrode.